Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on two different aviva systems within 10 minutes: system 1 (B)(4) result was: 14mmol/l and system 2 (B)(4) result was: 4.8 mmol/l. No adverse event reported. Return of the suspect device was requested for evaluation.